Event description:
It was reported that recanalization catheter had been activated for approximately three minutes, the tip of the catheter appeared to be off center. The procedure was completed with the guide wire. There was no patient injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation to date. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported to date for this corporate lot number for this issue. The device was returned with the catheter detached from the handle. This will be considered an incidental finding, as it was not reported by the user. It is possible that the user detached the catheter from the handle when packaging the sample for return. It was observed that the outer catheter had been completely pulled away from the distal metal tip, exposing the core wire. The outer distal end of the outer catheter was stretched and damaged. No other anomalies were noted to the catheter. Based on the condition in which the sample was returned, the investigation is confirmed for material separation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The current crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.